Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date and to provide the completed investigation results. One 8fr angio-seal vip was returned for product evaluation. The carrier tube assembly was returned along with a partially opened aluminum foil. No other components were returned. The returned polyfoil pouch was attempted to be completely opened and the carrier tube assembly was carefully removed from it. The bypass tube was noted to be dislocated proximally such that the anchor was exposed out of the bypass tube. The carrier tube assembly had been kinked at three locations along its length. Upon microscopic inspection, it was noted that the carrier tube was also kinked adjacent to the proximal part of the bypass tube as can be seen in the attached pictures. The IFU states, "under strict sterile conditions and using a sterile field, remove the angio-seal device contents from the foil package, taking care to pull foil apart completely before removing the angio-seal device." Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that without completely opening the aluminum pouch it may have resulted in the displacement of the bypass tube. The kinks likely occurred due to the handling of the device preoperatively or coupled with off-axis insertion into the hemostasis sheath. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a 8fr angio-seal device was kinked and would not advance when going through the hub of the angio-seal sheath. The device was pulled out and another angio-seal device was opened and used successfully. The procedure outcome was successful. The patient was in stable condition. Additional information was received march 5, 2019: the procedure was a left heart cath/pci (percutaneous coronary intervention) with a 8fr procedure sheath used. There was no damage notice to the packaging. Resistance was noticed when the angio-seal was being advanced through the hub before the kink was noticed. A pre-deployment angiogram was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.